Event description:
It was reported that the patient presented in clinic for follow up. The right atrial (ra) lead showed far r over-sensing. X-ray revealed the ra lead had dislodged. The ra lead was revised on (B)(6) 2022. The patient was stable.